Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming functional testing) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation the front therapy electrode was severed and missing from the electrode belt. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to run incoming functionality testing.